Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose was running high. The blood glucose reading was 400 mg/dl at the time of the incident, and was brought down to 273 mg/dl at the time of the call. The customer treated with the insulin pump. The customer reported that the drive support cap appeared normal and recessed. The customer stated that she took out the reservoir, reattached the plunger and was able to rewind the insulin pump. No air bubbles were found in the tubing. The customer was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime and reported that insulin did exit. The customer observed no leaks. The customer reported that she had a bypass and had lost 30 pounds. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.